Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/29/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the device history indicated no evidence of a power issue. The pump case was observed to be cracked near the battery compartment. The returned battery cap was not damaged and secured properly to the pump to maintain power. The pump was exercised for 24 hours and a power loss was not duplicated. The pump case was opened and no evidence of moisture ingress or damage to the power circuit was found. Unrelated to the complaint, the display screen appeared dim and discolored.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (no power) issue. It was reported that the pump lost power during use. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.